Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had no image when plugged in. The issue occurred, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found faulty charged coupled device (ccd), additionally, cut on the cable was observed. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty charged coupled device (ccd), no image occurred. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.